Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was treating an 80% stenotic lesion using an admiral xtreme and an aqwire 0.035 guidewire in the sfa. It was reported that the a dissection occurred so it was decided to deploy a stent to deal with the dissection. A 6x200mm protégé stent was then used however, in the middle 2/3 of sfa the distal 10cm of the stent opened in a strange manner - every 2cm opened independently of the rest of the stent which lead to shortage of the whole length and improper covering of the dissected area. There is *liability of inflammation* of the artery at it's distal segment due to the struts hooking to its wall. The stent is reported as patent. No further treatment was required.

Manufacturer narrative:
Additional information: it was reported that a dissection occurred post balloon angioplasty. The physician deployed a stent to treat the dissection. The patient is reported to be doing fine. If information is provided in the future, a supplemental report will be issued.